Manufacturer narrative:
The reported event was addressed with phone support. The caller was unable to replicate the reported issue after the procedure. The caller stated the surgeon may have taken his head out beyond the laser line which would cause the master controls to lock up. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) will not be receiving the product back. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) representative contacted technical service engineer (tse) and reported that the robot kept freezing during a case. The master controls would lock up for a few seconds, and this issue persisted for some time. After the case, the isi representative conducted a test drive, and the issue could not be replicated during a 20-minute session. It was believed that the surgeon might have taken his head out beyond the laser line, causing the master controls to lock up. The issue was documented, and no errors were found in the system for that day's case. Observations were planned for the next case with the surgeon. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer and while attempting to manipulate instruments from the surgeon side console. The reporter confirmed the best explanation was the master controller did not move in the right direction. There was no instrument-to-instrument or system arm-to-arm interference, nor were there any external collisions with the or equipment or staff. The issue resulted in delay in the case. A system restart resolved the issue. There was no injury to the patient as a result of the event, and the device was not inspected prior to use.